Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during a surgical procedure. The equipment was rebooted to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The power supply was received for evaluation. A visual assessment of the returned sample found no visual non-conformities. The sample was installed into a calibrated system, where it booted up successfully. However, after approximately a minute of operation, the system shut down on its own, replicating the reported event. Based on the information obtained, the root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The system was examined. It is unclear if the reported event was replicated or not confirmed. However, the cpu battery and the power supply were replaced. The system was tested and found to meet product specifications. The system was manufactured on april 10, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. There was no handpiece information provided. Therefore, the root cause of the reported event of the system shutting down cannot be determined conclusively.